Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifscan will inform FDA of the results in a supplemetal report.

Event description:
The patient called lifescan on 11/12/04 and complained that her meter would only prompt an error 2 message. Medical affairs spoke to the patient on three days later, and obtained the following information. The patient reported the meter was brand new; she had it for only two days. She stated that meter did not work since she purchased it. The patient reported that she was just diagnosed with diabetes and was not testing before. She is currently taking an oral medication; she does not know the name of it. She began experiencing high blood sugar symptoms (she could not specify the symptoms) and was taken to the hosp. She does not know what her blood sugar was at the hospital; however, she was treated with insulin. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence that the meter contributed to a serious injury. A replacement meter has been sent to the patient.